Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An everflex entrust was being used for treatment of a 120mm calcified lesion in the mid right superficial femoral artery. The artery was 6mm in diameter with moderate calcification. The IFU was followed. The vessel was pre-dilated. The device did no pass through a previously deployed stent and no resistance was encountered during advancement. The lock-pin was checked for securement prior to the procedure and removed prior to deployment attempt. It was reported the stent partially deployed, in order to fully deploy the stent the physician removed the plastic and pin and pulling system. The delivery system was safely removed and no other actions were taken as a result of the pre-deployment. No patient injury.